Manufacturer narrative:
The previously reported date rec'd by MFR of 06/26/2019 was inaccurately reported, the correct date of awareness has been reported as 06/18/2019. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a photo sample were received and evaluated , the photos show the guidewire hoop missing guidewire, this confirms the alleged absent guidewire in dialysis catheter kit issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include improper training, personal fatigue, improper material handling. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date:11/2019). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to dialysis catheter placement the guidewire was allegedly absent from the kit. It was further reported that the procedure was completed using another manufacturing kit. There was no reported patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device - expiration date:11/2019.

Event description:
It was reported that prior to dialysis catheter placement the guidewire was allegedly absent from the kit. It was further reported that the procedure was completed using another kit. There was no reported patient involvement.